Manufacturer narrative:
A medtronic representative, following up with the site, reported that the patient was overweight and the surgeon placed a clear drape over the headframe after registration. The medtronic representative informed the surgeon that using a clear drape could potentially cause the headframe to move. The medtronic representative stated that the surgeon has changed methods of draping and has had no further issues. On (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. Software analysis finds the patient was anatomically not a good fit for tracer registration. It is likely the number of points taken for pointmerge were too few, resulting in a small sphere of accuracy.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the surgeon alleged the navigation system was inaccurate. The surgeon failed to register the patient with tracer registration, however, the patient was successfully re-registered using pointmerge. The surgeon noted a 1cm inaccuracy after the registration was completed. It was noted that the surgeon placed a clear drape over the headframe following registration. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.